Event description:
This was a cardiac lead removal case conducted in the hybrid lab to extract a medtronic 6949 fidelis lead from the rv. An arterial line was placed and fluoroscopy was utilized throughout the case. A CT surgeon was present in the room, and blood and a thoracotomy tray were available. The rv lead was prepped with an lld-ez. The physician used the 14f sls and a teflon outer sheath. While in the subclavian vein, with very little traction, the patient's blood pressure suddenly dipped for an unknown reason. It rebounded and went back to its initial state. The physician tried to advance the laser sheath but identified severe lead-on-lead binding and decided to stop. Total lasing time was 10 seconds. The laser sheath was safely withdrawn; however, the lld-ez was left in body after lead was capped. A new rv lead was implanted and patient remains in stable condition. No CT intervention was necessary. Patient is stable. The patient was not harmed during the procedure and will be monitored for any potential future complications resulting from the lld/lead abandonment. No devices were retained for return engineering inspection as they were disposed of during the code. There were no issues or nonconformances noted during an internal lhr review.